Manufacturer narrative:
Investigation: visual inspection: no significant deformations or other abnormalities of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in gav 2.0. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our examination results, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (part # fx215t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years 10 month. Height: 110 centimeters (cm). Weight: 16 kilograms (kg). Gender: female.